Event description:
Same as manufacture # 60000089-2005-00810. It was reported that during a coronary artery drug eluting stenting treatment procedure, a complete shaft fracture occurred. The lesion being treated was a moderately to severely calcified, 85% stenotic lesion in a moderately tortuous left anterior descending artery (lad). The lesion was predilated with a 2.0 x 15 mm maverick balloon. After predilation the physician attempted reach the lesion with a taxus express2 2.5 x 20 mm drug eluting stent. However, the stent delivery device met significant resistance and fractured at the mid point of the hypotube. The fractured catheter was removed from the pt's body without any complications. The physician then advanced another taxus express2 2.5 x 20 mm drug eluting stent. Again, the stent delivery device fractured near the hypotube and the fractured catheter was removed from the pt's body without any complications. The physician then attempted to use a vision stent, however, was unable to cross the lesion. The lesion was left alone after a plain old balloon angioplasty (poba). Pt status is reported as "satisfactroy/good".